Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were installed. The patient later reported to a different surgeon with unspecified pain complaints. There was no indication of the patient having radicular pain, but it was determined that the middle implant had breached the neuroforamen by two millimeters. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the middle implant with chisels as it was solidly fixed in bone. A new shorter and wider implant of the same type was installed in the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.